Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The insertion tube was compressed and the coating on the insertion section was found to be peeling (the peeling was greater than or equal to 1 x 1 mm2). In addition, there was difficulty passing instruments in the forceps channel, the bending angle was insufficient due to the elongation of the angle wire and the adhesive on the rubber of the bending section cover was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported the insertion tube of the evis lucera elite bronchovideoscope was ¿crushed.¿ during the inspection of the returned device, the coating on the insertion section was peeling off. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6) 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.